Event description:
It was reported that during a osteochondroplasty plus labral repair, the surgeon struggled to remove the inserter from the anchor, after implanting it. The surgeon tapped it lightly with a mallet, and the handle came away from the inserter shaft. He then had to use a mole wrench to remove the shaft from the anchor. It was confirmed that no part of the device broke off into the patient. For site preparation they abraded bone, and used a standard bioraptor knotless drill bit. The surgeon was able to use the anchor from this device, despite the issue. The patient was noted to be okay post-procedure.

Manufacturer narrative:
(B)(6). No product returned for evaluation. Method: product not returned for the evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).